Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.

Manufacturer narrative:
Visual inspection of the device case and header did not reveal any anomalies. Review of the device memory noted no suspicious faults or resets. Diagnostic testing confirmed the device power consumption was increasing in a gradual fashion. The high-power consumption was due to a high current on the internal circuit.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis.